Manufacturer narrative:
Pump monitored for several days. Pump passed the displacement test and unexpected restart error alarm test. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected failed battery test anomalies noted. No blank display noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed failed battery test and low battery which did not last for a week. Customer¿s blood glucose was unknown at time of incident. Customer also reports bad battery alerts and insulin pump shutting off. The customer reported that the failed battery test alarm was recurring. Customer advised to discontinue use of insulin pump and revert to back up plan as per health care professional¿s instructions. Insulin pump will be return for analysis.